Event description:
It was reported that during the insertion procedure the physician was using an "amplatz" guidewire to "straighten out" the ij catheter for insertion. When the catheter was flushed a leak was noted in the arterial lumen below the suture wing.